Event description:
It was reported that during it was seen in 2004 that 2 channels had high impedances and they were switched off 4 months later another 2 channels had high impedances and were also switched off. 4 months later it was seen that the problem persisted, with the pt complaining about hearing strange noises, having dizziness, headaches and vomiting.